Event description:
It was reported that the recently implanted left ventricular lead had dislodged. The patient was asymptomatic. The lead was successfully revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).